Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), the physician observed non-cardiac noise spokes on the real-time electrocardiogram. The device was removed from the pocket, disconnected from the lead, and clean. However, upon re-connection to the lead, the artifacts still persisted. The physician suspected that there had been fluid ingression into the device header. The device was exchanged to resolve the event and no adverse patient effects were reported. This ICD has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that during the implant procedure of this implantable cardioverter defibrillator (ICD), the physician observed non-cardiac noise spikes on the real-time electrocardiogram. The device was removed from the pocket, disconnected from the lead, and clean. However, upon re-connection to the lead, the artifacts still persisted. The physician suspected that there had been fluid ingression into the device header. The device was exchanged to resolve the event and no adverse patient effects were reported. This ICD was received for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.